Event description:
It was reported that a posterior pseudotumor was observed 6 months post-op though use of MRI. Patient was revised 8 months post-op. Stem was well fixed and remained in-situ. Cup, head and adapter were revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.